Event description:
It was reported that; x primary surgery was performed on (B)(6) 2012. Th5-s2ai were fixed. After that revision surgery was performed on (B)(6) 2014 due to a rod breakage. In the revision, the bone graft has been subjected and five rods were used for fixation. This event is related to (B)(4).

Manufacturer narrative:
Risk assessment; no product was returned and lot number was not provided, therefore device inspection, device history review and complaint history review could not be performed. According to the instructions for use, the implants are subjected to stresses and strains once implanted. While the expected life of spinal implant components is difficult to estimate, it is finite. Without the device inspection and further information the root cause cannot be determined conclusively.

Event description:
It was reported that; x primary surgery was performed on (B)(6) 2012. Th5-s2ai were fixed. After that revision surgery was performed on (B)(6) 2014 due to a rod breakage. In the revision, the bone graft has been subjected and five rods were used for fixation. This event is related to (B)(4).